Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. She indicated that prior to contacting dario, she was getting a high blood glucose (bg) level reading of 322 mg/dl. The user stated that three hours later she was experiencing blurred vision and shaking. She checked her bg level with her husbands' dario meter, and it read 67 mg/dl. She then rechecked her bg level with her dario meter and it read 336 mg/dl. While on the call with dario's representative the user stated that she cannot give any information regarding the cartridge of strips as she threw the cartridge away. The user did mention that she had been very busy with her mother in the hospital and that the cartridge of strips could have been opened for more than 30 days. As per dario's test strips labeling "use within one month from first opening the cartridge foil". The user mentioned during the call that she was dosing according to her meter, and that she is a nurse. She reported that she tested her bg levels with a new cartridge of strips and reported bg level readings are in range. Therefore, issue resolved with new strips. No device problem detected.